Event description:
Caller reported that the pump battery would not charge despite using a tandem charging cable and attempting to charge it via a usb port and wall outlet. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to try different charging methods and ultimately decided to replace the pump. Meanwhile, the customer planned to use manual insulin injections as backup therapy. The pump would be returned with a pre-paid label as instructed.